Event description:
It was reported that a basic solution set was "blocked". This occurred during patient infusion. The set had to be changed. The reporter stated that the blockage occurred at the filter level. It is unknown if there was patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). As the device was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.